Event description:
It was reported that the arctic sun device was used on the patient, but the touchscreen turned black with several vertical colored lines. The device continued to work but no information was available on the screen. So unable to continue the therapy on the patient and attempting to borrow a device from a nearby hospital to complete therapy. As per follow up 1 received via ibc on 26mar2021 - unable to continue the therapy on the patient. Unit will be returned to crawley tech services. Issue was resolved by unit requested from different hospital to continue therapy.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. During evaluation, the device monitor was working as it should. This device passed all maintenance, calibration, and electrical safety testing and will be placed back in use. The device history record review and labeling review was not required as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The reported event was unconfirmed. The root cause of the reported issue was unable to be determined as the device meets the specifications during the evaluation. During evaluation the device monitor was working as it should. The device passed all the maintenance calibration and electrical safety testing and will be placed back in use. It was unknown whether the device was influenced by the reported failure however the device meets the specifications. The device was in use on a patient. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. The labeling review was not required due to the reported issue was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was used on the patient but the touchscreen turned black with several vertical colored lines. The device continued to work but no information was available on the screen. The user was unable to continue the therapy on the patient and attempted to borrow a device from a nearby hospital to complete the therapy. As per follow up 1 received via ibc on 26mar2021 the patient was unable to continue the therapy on the patient. The unit will be returned to crawley tech services. The issue was resolved by unit requested from different hospital to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was used on the patient, but the touchscreen turned black with several vertical colored lines. The device continued to work but no information was available on the screen. So unable to continue the therapy on the patient and attempting to borrow a device from a nearby hospital to complete therapy. As per follow up 1 received via ibc on 26mar2021 - unable to continue the therapy on the patient. Unit will be returned to crawley tech services. Issue was resolved by unit requested from different hospital to continue therapy.